Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located within the moderately tortuous and non-calcified shunt stenotic site. A 5.00mm / 2.0cm / 50cm otw peripheral cutting balloon was advanced for dilatation. During the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured in a pinhole form. The device was removed, and the procedure was completed with a device. There were no patient complications as a result of this event.